Event description:
It was reported that there was a concern with the connection of the catheter to the pump. It was later reported that the patient¿s catheter was punctured at the time of implant and was revised using a piece of catheter from an accessory kit on that day. It was later reported that the issue was in the pump pocket; the pump segment of the catheter. There was a dye study done; the results were not reported. Nothing was explanted. The pump was delivering morphine and prialt. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).